Event description:
During surgery, the lag screw could not be assembled with the driver. Thus the nurse and the sales rep. Checked inside the screw head, it appeared to be misshaped. Another product was used without problem.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be replaced in a supplemental report.